Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Remedial action required, remedial action# and manufacturer narrative. Annex a: a040502, annex g: g02017, annex b: b01, annex c: c0601, annex d: d01. Investigation summary: the report of the device over-infusing magnesium was not confirmed through a review of the device logs and was not replicated during laboratory. Laboratory test results performed on the reported suspect device with the incident administration set confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. A review of the pcu event logs showed that on 31oct2024 at 12:42:35 pm the suspect pump module was powered on and selected for programming: primary infusion; maintenance intravenous (IV) (drug ID: 1); rate: 30 ml/h; volume to be infused (vtbi): 15 ml. Secondary infusion; magnesium (drug ID: 250); rate: 55 ml/h; vtbi: 55 ml; drug amount: 2 g. At 1:43:44 pm the device completed the secondary infusion. Secondary volume infused (svi) was recorded as 55.02 ml. At 2:13:47 pm the device completed the secondary infusion. Primary volume infused (pvi) was recorded as 15.011 ml. At 2:16:38 pm the user channeled off the device. The log analysis identified the device completed the infusions as programmed. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Alaris system user manual (v9.33), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6), (wo: (B)(4). Please replace the pumping mechanism as it was disassembled during the investigation. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant point of care unit module s/n: (B)(6), (wo: (B)(4). Please replace the battery as it was over two years old. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device over-infusing magnesium was not identified during the investigation. Review of the logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found. The pump module and administration set testing were found to be infusing within specification. Note that imdrf annex a040502, c0601, d01 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of magnesium. The magnesium was intended to infusion at a rate of 20ml/hour with a total volume to be infused of 15ml. The magnesium was hung as a secondary infusion with a 50ml normal saline bag as the primary. However, within 10 minutes the magnesium and normal saline medication bags had completely infused. There was patient involvement but impact was unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an over infusion of magnesium. The magnesium was intended to infusion at a rate of 20ml/hour with a total volume to be infused of 15ml. The magnesium was hung as a secondary infusion with a 50ml normal saline bag as the primary. However, within 10 minutes the magnesium and normal saline medication bags had completely infused. There was patient involvement but impact was unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an over infusion of magnesium. The magnesium was intended to infusion at a rate of 20ml/hour with a total volume to be infused of 15ml. The magnesium was hung as a secondary infusion with a 50ml normal saline bag as the primary. However, within 10 minutes the magnesium and normal saline medication bags had completely infused. There was patient involvement but impact was unknown.